Event description:
User stated they had a sodium result on a patient of 129 mmol per l at their urgent care site on another analyzer. The user questioned the result and it was run on a second analyzer and recovered 137 mmol per l. They then ran the specimen on this analyzer and recovered 130 mmol per l. The user then sent the sample to their main hospital and they recovered 135 mmol per l. User questioned which results are correct. User reported the result of 137 mmol per l.

Manufacturer narrative:
The field service representative could not find a problem and noted he verified the ise performance. He successfully ran a precision check and verified the user's calibrations and wc.